Manufacturer narrative:
(B)(4): at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer reported their engineer evaluated the device and doubt the failure of patient trigger patient circuit board. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported e70 (pt (patient trigger) module fault) alarm during clinical use on a patient on the sipap ventilator. The customer confirmed there was no patient harm associated with the reported event.